Event description:
A malfunction alarm was reported by the customer, and it was identified as malfunction code 12. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue, and they understood to contact support if the malfunction reoccurred.